Event description:
It was reported that during an implant procedure, the physician had difficulty placing the lead in the right ventricle (rv). It would not go to the rv apex. The lead was frequently hung up on various anatomical structures. Finally, the physician found relatively stable placement and acceptable thresholds. The patient was taken to the ccu for recovery however, the lead dislodged with loss of pacing capture when the patient was moved to an upright position and the patient was presyncopal. The patient was brought back to the or for lead removal and placement of an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: addr01 ipg, (B)(6) 2014. (B)(4).